Manufacturer narrative:
The device that was pending was evaluated and it was determined the device experienced unintended/unexpected height adjustment, which is not reportable. Section h codes have been updated. Because of this, the number of reported events has been changed from 3 to 2.

Event description:
This report summarizes 2 malfunction events, where it was reported the devices experienced fowler unexpected drop/collapse or unintended cot lowering or dropping; no tip (cot drop). There was 1 event with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported the devices experienced fowler unexpected drop/collapse or unintended cot lowering or dropping; no tip (cot drop). There was no patient involvement.